Event description:
It was reported that the wrong size lead was opened. The physician tried to implant the lead, but it was too short. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, defib conductor distorted, blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed.